Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Green status indicator on device lit constantly.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device memory was downloaded and indicated the pad-pak was first installed on the (B)(6) 2013 and performed to specification up to and including the last log entry on the (B)(6) 2016. On receipt the pad clock was incrementing however the date and time displayed were out by more than four days. This would indicate failure of the real time clock. The returned pad-pak was inserted into the device and the device was manually power cycled. The green status led remained constantly lit between flashes. No warnings were given and the green status led remained constantly lit between flashes. This would confirm the reported fault. The device delivered a test shock and an acceptable measurement was recorded. Investigation found the reported fault can be attributed to component failure. The component is part of the status led drive and the failure of this component would account for the green status led being constantly lit between flashes. The failure of this component also led to an excess current leakage which over time would have put additional stress on the coin cell which in turn cleared the problem with the real time clock.